Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had holes on 510 occasions before use. The following information was provided by the initial reporter: holes are detected from ward in couple of units.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for evaluation? Yes? D.10 returned to manufacturer on: (B)(6) 2020 h.6. Investigation summary a device history record review was performed for provided lot numbers 8347951, 8108542, and 9235407 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation multiple physical samples for each lot number were returned for evaluation by our quality engineer team. The samples belonging to lot number 8347951 were examined and no defects were observed to the product packaging. A field safety notice was recently communicated regarding this potential product defect; however, lot number 8347951 is not a part of this notice. The samples belonging to lot number 8108542 were examined and no signs of package damage were observed. Lot number 8108542 is also not a part of the field safety notice. The samples belonging to lot number 9235407 were examined and package damage was identified. The cause for this incident is currently in an ongoing investigation; however, this issue has been isolated to product manufactured on a single packaging line which has since ceased production. Batch code: 9235407 this is a known issue related to a recent field safety notice as per mds-20-1971. It is under investigation and is being tracked by CAPA (B)(4). All affected product has been placed on hold. The issue has been isolated to product manufactured using one single packaging line which has ceased production since (B)(6) 2019. A review of the applicable p-eura (rm823 rev 13.0) was conducted and indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that bd posiflush¿ xs pre-filled flush syringe nacl 0.9% had holes on 510 occasions before use. The following information was provided by the initial reporter: holes are detected from ward in couple of units.